Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was reflux tested. The valve failed the test. The valve was leak tested, no leaks were noted. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3832, with lot crmbw6, conformed to the specifications when released to stock in (B)(6) 2014. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is (B)(6), accepted v-p shunt on (B)(6) 2016. Initial pressure was 80mm h2o. No anomaly occurred during procedure. The patient vomited and returned hospital on (B)(6) 2016. CT report indicated patient had hydrocephalus. The surgeon adjusted pressure as 100mm h2o on (B)(6) 2016 but symptom didn't change better. The surgeon did revision surgery and changed the new valve on (B)(6) 2016. The patient was discharged.